Event description:
Per form states: patient seen in follow up clinic. Arrhythmia nurse stated that on last visit due to undersensing of p waves device programmed to wi. Lead is a st. Jude vdd lead and device was programmed originally vdd. (B)(6). No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).